Event description:
It was reported that during the implant attempt the physician attempted to extend the helix before implantation and questioned the helix mechanism of the lead. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and the lead appeared damaged at implant.